Event description:
Customer's father reported his daughter jumped in a pool while wearing her insulin pump. The display is now blank. Customer's blood glucose is 220 mg/dl. Customer is receiving a constant tone that followed a button error. The button error could not be cleared. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Unable to verify button error alarm or audio or beep anomaly due to blank display anomaly. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.